Event description:
It was reported that 1 bd pen ndl needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter :   the consumer reported that the insulin did not flow during injection. Date of event: unknown. Samples: no.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2021. H.6. Investigation: customer returned (2) opened 32gx4mm bd pen needles without a cover or tear drop label attached. Consumer stated there is no insulin flow during injection. Both pen needles were examined and tested for flow using a test pen injector: both pen needles were able to expel properly. No defects were observed. No DHR review can be carried out as lot number is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Medical device manufacture date: unknown. Investigation summary: exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. CAPA/sa - based on the above, no additional investigation and no CAPA/sa are required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 1 bd pen ndl needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter:   the consumer reported that the insulin did not flow during injection. Date of event: unknown. Samples: no.